Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample has been returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
"Noticed the dressing was not correctly placed, went to change it and the statlock was not covered properly. Dressing was tacky and adhered to the PICC and with the help of another tried to separate them and the catheter began to leak¿.